Manufacturer narrative:
Corrected data: malfunction. No patient injury.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/27/2015. Failure analysis: avea gde (B)(4) was received for investigation. After installing the gde assembly onto gde test station it was configured for fio2 testing per (B)(4) section 4.13 with the fio2 set to 60%. The reported issue was verified as the monitored fio2 value read ¿***¿ meaning the reading is over 103%, this was verified using an external fio2 analyzer. The issue was isolated to the hub assembly (B)(4) on the blender assembly (B)(4) rev f and was found to be very loose. This is currently a known issue addressed with CAPA (B)(4) and corrected with the initiation of eco (B)(4) . Findings/root-cause: loose hub assembly on blender assembly. This was an adverse event as well as a malfunction. Life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out. Information redacted from initial MDR, submitted in error. Serious injury ventilator required change out to prevent serious injury or death. Updated to reflect the failure analysis

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to information provided by the foreign user facility in india. "Blender issue - fio2 low alarm, o2 sensor calibration failed during est, and compressor output low in error log. What corrective measures were taken? Call was attended immediately, standby ventilator was provided."

Manufacturer narrative:
The foreign user facility did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor.(B)(4). Per information provided by the foreign user facility, the root cause in this event was a faulty gas delivery engine (gde). The device was repaired by replacing the gas delivery engine with one from the foreign user facility's stock. The alleged faulty gas delivery engine was not returned for evaluation.